Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt experienced significant power, pi and flow changes, and felt chest pain. The pt had been sub-therapeutic with anticoagulation due to a posterior pericardial effusion. There was no report of trauma to the percutaneous lead. One month prior to the event, it was reported that there was a "nick" in the percutaneous lead; however, there was no palpable or visible compromise to the lead. The MFR recommended that an x-ray to be taken; however, the hosp made a decision not to take an x-ray because there were no alarms or issues, and the wires were not exposed at the time. During the more recent event of power fluctuations, the pt went to a local ER and the system controller was exchanged. The power increased and the pump speed decreased. It was reported that multiple system controllers and power sources were used without resolution. As a result, a decision was made to exchange the pump. The following day the pt was flown to the implant center, and the lvad was replaced with another lvad. The pt remains on the lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's lvad. The device was sent to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.